Event description:
It was reported that during a lap gastric bypass, while the generator gave an error #5. The instrument was removed and cleaned, while the active was being cleaned, it broke off. No patient consequences.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have nicks and scratches. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."